Event description:
During primary surgery, the screwdriver broke inside the patient. The surgeon thinks there may be three pieces left inside the paient. The incident caused a 15-20 minute delay to surgery.